Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "when total hip femoral component was opened by the circulator nurse, the right side of the tear-away paper stuck to the inner plastic tray. The surgeon made the decision to get involved to ensure sterility. Intervened so as to carefully assist with proper sterile technique. Surgeon made decision to "re-glove" himself and the scrub assistant. Surgeon specifically stated that he wanted this incident reported to stryker". Rep reported surgeon used the implant as he was very confident sterility was maintained, and a 3-4 minute surgical delay.